Manufacturer narrative:
Evaluation codes have been provided.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by fraying. This damage can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 2 months, oversensing (without shock delivery) was reported via home monitoring on (B)(6) 2013. It was also reported that a lead defect was suspected after analysis of the vf recordings. No deterioration of the patient's state of health was reported.